Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable tachy lead 2013 (B)(6). (B)(4).

Event description:
It was reported that during interrogation of the device the lead failed to sense atrial fibrillation (af). A chest x-ray revealed that the right atrial (ra) lead had dislodged. The lead was extracted and replaced. It was noted that the patient was part of the systems longevity study. No patient complications have been reported as a result of this event.